Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audio output. Dexcom technical support advised patient to test the alert functionality of device on (B)(6) 2014, but device was unavailable for testing. No medical intervention was required.